Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this implantable cardioverter defibrillator (ICD). The hcp noted the ICD exhibited pacing inhibition and had questions regarding the therapy delivered after. Technical services (ts) reviewed the data and noted the episode showed a fast onset of possible supraventricular tachycardia (svt) which accelerated into the ventricular fibrillation (vf) zone. Ts discussed quick convert was delivered and successfully terminated the arrhythmia. No adverse patient effects were reported. This ICD remains in service.